Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: feb 8, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: a piece of cut complaint lens was received in a non-j&j cup. Visual inspection under magnification revealed that the lens was received cut but not all pieces were returned. The lens was cleaned and no defects on the returned piece were observed. No defects or assembly issues with the handpiece were observed before and after disassembly. The complaint issue ¿cosmetic issues¿ was not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Unknown/asked but unavailable. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Attempts have been made to obtain missing information; however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after delivering an intraocular lens (iol) into the capsular bag, the surgeon noticed a mark off of the center of the optic. She was not sure what it was, so she cut the iol out and implanted a non-johnson & johnson lens as a replacement. Through follow up, it was learned that there was no vitrectomy, incision enlargement, or sutures required. There was no patient injury. A non-johnson & johnson lens was successfully implanted as a replacement. No other information was available.